Event description:
Facility reported using the wrong concentrate on 3 pts. Wanted a 1% potassium concentrate and instead used a 2.5% potassium concentrate. Facility felt the labels could be made easier to recognize the differences. Don admitted they did not read the labels to ascertain if they had used the correct concentrate. The three pts experienced vomiting, tingling and hypotension. The pts received medical intervention for their symptoms. The nature of the medical intervention is unknown. Samples are not available for examination.